Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead was exhibiting cross-talk oversensing. It was also reported the diminished r-waves were observed on the lv lead. Reprogramming was attempted but unsuccessful. The lv lead remains in use. No patient complications have been reported as a result of this event.